Manufacturer narrative:
The device was returned to olympus repair center for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified and a probable cause of the foreign material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation with no customer allegation. During testing, the device was observed to have foreign material in the nozzle. There was no patient involvement.